Manufacturer narrative:
The field service engineer (fse) evaluated all 6 events at the customer's site. 1 of the 6 events, the fse replaced the incubator. The instrument service center investigated the returned part and replicated the faulty incubator. The other 5 of 6 events, the fse cleaned and aligned the incubators. The six (6) aia-900 analyzers were repaired and returned to operational status.

Event description:
This report summarizes 6 malfunction events for the aia-900 analyzer. The review of events indicated that the aia-900 analyzer experienced incubator error messages, which caused delay in reporting of critical patient results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.